Event description:
Literature: kim, d. D., vakharyia, r., kroll, h. R., shuster, a. Rates of lead migration and stimulation loss in spinal cord stimulation: a retrospective comparison of laminotomy versus percutaneous implantation. Pain physician 2011; 14: 513-524. Summary: the authors report on a retrospective review of spinal cord stimulator (scs) implants between 2006 and 2008. A total of 71 patients had surgical implantation with laminotomy leads and 22 patients had percutaneous implantation during the time period studied. The patients and procedures were reviewed for age, sex, diagnosis, lead type, implant level, implant method, symptom laterality (unilateral or bilateral), loss of stimulation, radiographic evidence of lead migration, and time to loss. The study sought to test the hypothesis that lead migration rates, as proven radiographically, were equal in percutaneous vs. Laminotomy style leads given present scs technology. The study also aimed to reveal if certain characteristics such as symptom laterality, diagnosis, lead type, depression, and the specific level of the implant were predictive for scs technology failures. Reported event: eleven patients (8 patients in the laminotomy group and 3 patients in the percutaneous group) experienced loss of concordant stimulation despite reprogramming along with radiographic evidence of lead migration. One of these eleven patients also experienced increased depression. All patients who lost coverage had functional leads and an internal pulse generator with normal impedances on telemetry. Details of any interventions were not provided. Further information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Unk implanted: unk explanted: unk, lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk. It was not possible to match these events with previously reported events.